Manufacturer narrative:
(B)(4)

Event description:
It was reported the device was explanted and replaced due to a warranty form indicating exhibition of premature battery depletion. No further information is available.

Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to an anomalous capacitor on the hybrid. The cause of the premature battery depletion was due to an anomalous capacitor.